Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient called about their implanted neurostimulator. Patient was getting an MRI and they forgot how to put the device in MRI mode. Walked patient through activating MRI mode. Patient mentioned the stimulation was off. Patient had a new urologist who told them they had the choice of turning the stimulation off or having the device removed. The hcp was having them catheterize every 4-6 hour during the day and before bed. The device was not stopping repeated infections. Patient was at the MRI facility and couldn't stay on the phone to answer the hcp's name and when this started.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.